Manufacturer narrative:
Investigation summary: one photo and three samples in unsealed packaging and 3 samples without packaging were returned for evaluation. The six actual samples were subjected for visual inspection and 1 actual sample was subjected to corrosion test. No abnormality was observed during the visual inspection and the corrosion test. 6 passed acceptance criteria for visual inspection. 1 passed acceptance criteria for corrosion test. Based on the investigation findings, we are not able to confirm the defect. DHR review shows there was no quality notification raised for the past one year for a similar non-conformance. As such we are unable to determine the root cause.

Event description:
It was reported with the use of the 3 ml bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the 3 ml bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle there was an issue with foreign matter. There was no report of injury or medical intervention.